Manufacturer narrative:
At this time, vyaire medical has not received the unit. Once the unit has been received, a follow-up medwatch report will be submitted. The customer also reported that the "vent inop" light turned on when the device was powered off, which is consistent with normal operation of the device. At this time, there is no known information regarding a malfunction or issue with the ventilator's operation.

Event description:
It was reported to vyaire medical that while in use on a patient during a transport, the patient's oxygen saturation level decreased. The customer stated that there was a "minor" allegation of patient harm associated with the ventilator but there were no details reported of a malfunction.